Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. On (B)(6) 2013, patient was referred back by affiliate for epithelial ingrowth on the left eye. Flap was lifted and epithelial ingrowth was removed. On (B)(6) 2013 post op, visual acuity sans correction (vasc) was 20/20 right eye and 20/30 left eye. No cells noted on the left eye.

Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation difficult to determine. Customer indicated that initial procedure was uneventful and is only reporting this event. Customer did not request field service or clinical support.

Manufacturer narrative:
Placeholder.